Event description:
It is reported that the spike broke off the arm during impaction of spike into the tibia.

Manufacturer narrative:
Evaluation: as returned, the longer spike on the spike arm has fractured at its base. This part had a sharp corner at the base of the pin which potentially caused a stress riser and caused the pin to fracture when the device was impacted into the bone design improvement was implemented in 2003. Device history records indicate device manufactured to specification.